Manufacturer narrative:
Device will not return for evaluation and lot number is unavailable.

Event description:
Pronto lp was used in a peripheral case over a 014" wire. A 7fr sheath was used. Pronto was advanced without difficult distal, into the leg. At a certain point the pronto would not advance further so the physician withdrew the catheter. Upon pulling the catheter out, the staff and physician noticed part of pronto had broken off. The lot # was not recorded or known. Part of the pronto was left behind in the body but the physician was able to extract the "broken" portion using a snare on the first try. Staff reported the patient is doing well and all of the separated pronto was extracted from the patients body.